Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control further evaluated the customer¿s device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and confirmed that the device loss patient connection several times during the event. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the defibrillation electrodes connected. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse patient outcome reported.